Manufacturer narrative:
Product complaint # (B)(4). Corrected data: this report is being filed as a correction to the initial report which was filed on 8th december 2017. The date received by MFR date was inadvertently left out on the initial report. The initial alert date should be 17th november 2017. UDI (B)(4). The expiration date is currently unavailable. Associated medwatch [mr#1221934-2017-50051].

Event description:
It was reported by the sales rep that the sutures broke on two of the customer's true span 12 degree's after both implants were deployed while tightening the sutures during a meniscus repair. The case was completed by shaving out the implants and using a competitors device. There were no patient consequences or delays . The devices were discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch [mr#1221934-2017-50051]

Event description:
It was reported by the sales rep that the sutures broke on two of the customer's true span 12 degree's after both implants were deployed while tightening the sutures during a meniscus repair. The case was completed by shaving out the implants and using a competitors device. There were no patient consequences or delays . The devices were discarded by the customer.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete the expiration date is currently unavailable. Associated medwatch [mr#1221934-2017-50051].

Event description:
It was reported by the sales rep that the sutures broke on two of the customer's true span 12 degree's after both implants were deployed while tightening the sutures during a meniscus repair. The case was completed by shaving out the implants and using a competitors device. There were no patient consequences or delays . The devices were discarded by the customer.